Event description:
An acra cut disposable cranial perforator failed to "auto stop" once through the cranial bone. The location of the hole was right frontal, just anterior to the coronal suture - normal bone thickness. The surgeon did not notice any bone pad in the bottom of the hole. This was the 3rd or 4th hole drilled with the same perforator. It had worked correctly on the previous holes drilled. He said he thought it was taking longer than the other holes, then it plunged through the dura and into the hematoma. The surgeon stated that he felt he was very lucky that the hematoma was there to prevent damage to the brain.